Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported that during an unspecified surgical procedure, it was discovered that when the surgeon was trying to use the foot pedal of the foot control device, it began to slip on the floor. The reporter stated that the issue was observed a few months ago. However, the specific day and month was not clarified. According to the reporter, the pedal also had worn grips on the identical spare device, which made it slide on the floor as well. There were no delays to the surgical procedure. The surgery was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.